Event description:
The actuator handle was reapplied to the end of the filter wire and an attempt was made to collapse the filter device. Multiple attempts were made but there was no evidence of the collapsing of the filter. An attempt was made to remove the acuator handle however the wire was stuck. Considerable force was used to remove the wire which appeared to be damaged by the trauma of removal. A boston scientific bent tip retrieval catheter was then used to successfully collapse and remove the filter basket.